Event description:
It was reported that a patient presented remotely with premature battery depletion noted on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2023. No patient consequences were reported.

Manufacturer narrative:
Additional information: e1: field should reflect additional information of physician name. Additional information: d9: field should reflect return date.

Manufacturer narrative:
The reported event of premature battery depletion and elective replacement indicator (eri) was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.